Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she accidentally went into the water with the insulin pump. Customer stated that she got a button error alarm and the buttons are not responding. Customer's blood glucose was 400 mg/dl at the time of the incident. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the insulin pump will need to be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded electronic assemblies; unable to verify button error or unresponsive buttons due to blank display however, corrosion was noted at keypad traces also, corroded motor home switch and corroded battery tube. The insulin pump had cracked case at the display window corners, cracked battery tube threads, broken reservoir tube lip, broken belt clip and minor scratches on lcd window.